Event description:
Breast cancer mastectomy with immediate reconstruction using allergan textured implant and a corresponding reduction using alloderm tissue "sling". Explanted allergan implant and replaced with new mentor implant. Still have the mentor silicone smooth gel implant. I am certain I am dying and have had every symptom of bii-alcl suffering every day in agony. FDA safety report ID# (B)(4).